Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with chest pain. An echo was done and it was determined that the right ventricular (rv) lead perforation had occurred. It was also observed that the rv lead and the right atrial (ra) lead exhibited high thresholds. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.